Manufacturer narrative:
(B)(4). Visual examination of the returned product found it exhibits signs of repeated use nicked and gouged ( worn). Rail is cracked/fractured. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure. As the device has been returned fractured, this complaint has been confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from the worn instrument return form that a knee instrument was returned and reported fractured. No patient involvement.